Event description:
New information received notes that the patient experienced dyspnea due to lead perforation. Perforation was confirmed via chest x-ray and echocardiogram.

Manufacturer narrative:
Additional information: b5, b6, and h6.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented for replacement of the right ventricular lead, due to possible perforation. The lead was explanted. The patient was stable.